Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned ipg was analyzed, and it was unable to confirm the reported event of the ipg was turning off by itself with testing of the returned device. For 24 hours the output monitoring of electrode channels e8 and e14 used on the latest patient program, showed that the stimulation remained on without any interruption. The current leakage test has been conducted to verify that there is no loss of electric current. Additionally, the residual gas analysis confirmed that the case is intact. However, a labeling review found that the reported events are a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected for this investigation is known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was randomly turning off and when it does, patient cannot walk. The patient underwent replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients implantable pulse generator (ipg) was randomly turning off and when it does, patient cannot walk. The patient underwent replacement procedure and was doing well postoperatively.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.